Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels around 450 mg/dl. In an attempt to resolve the issue, the customer changed the supplies on the pump. Reportedly, the customer did not note any issues with the previous supplies that had been in use. To address the bg level, the customer delivered a correction bolus via the pump, and administered manual injections. System check with tandem technical support was performed and showed that there was small air bubbles and gaps throughout the tubing. During troubleshooting with tandem's technical support, the tubing was primed to remove the air gaps. Customer successfully resumed insulin delivery, and confirmed a correction bolus would be delivered, and bg levels would continue to be monitored to ensure they return to target range. Approximately an hour later, during a follow-up call, the customer confirmed bg level returned to target range and were at 168 mg/dl.